Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer is requesting part number for the y connector of the ltm (local traffic manager). The customer reported an issue with the lap top ventilator 1200 where in the ltm monitor when plugged in, it would cause a power loss for both units. After this event, the inop light would stay on way past the regular amount of time. Furthermore, the customer confirmed that the event happened during patient transport. There was no patient harm reported associated with the reported event.